Manufacturer narrative:
According to the implant summary card received for sn: (B)(6) previously implanted tissue was explanted from a patient on (B)(6) 2024. According to this patient's implant history, av00, sn (B)(6) was implanted on (B)(6) 2001. This investigation is relegated to aortic valve & conduit (av00) donor (B)(6), serial number (B)(6) with allegation of explant. Additional information received on 08/29/2025: "after looking at her chart, I don¿t think we explanted artivion tissue at this time. I think that tissue was used for her initial surgery on her aortic arch, which we did not touch during this operation." This information was reviewed by artivion's medical director, and the decision was made that no additional investigation is necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the implant summary card received for sn: (B)(6) previously implanted tissue was explanted from a patient on (B)(6) 2024. According to this patient's implant history, av00, sn (B)(6) was implanted on (B)(6) 2001. This investigation is relegated to aortic valve & conduit (av00) donor (B)(6), serial number (B)(6) with allegation of explant.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.